Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 124 mg/dl at the time of the report, and the reservoir may have leaked. It was also reported that the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See also MFR report number 3004209178-2009-07978.